Manufacturer narrative:
The customer replaced the pinch valve (pv) tubing. The field service engineer (fse) noted that there was foam on the reagent surface. The roche service representative (rsr) adjusted the bead mixer speed. An analyzer performance check (apc) was performed with acceptable results. After the customer's corrective action and service, no further issues were reported by the customer. The investigation determined the event was consistent with a maintenance issue at the customer site.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys ft3 iii assay result for one patient sample tested on a cobas e411 rack analyzer. The questionable result was not reported outside of the laboratory. The patient's sample was reran on the same e411 and a vidas analyzer. The initial ft3 result at 10:31 pm was >50.00 pmol/l with a data flag. The repeat result at 2:41 pm was 3.11 pmol/l. The repeat result from the vidas analyzer was 2.70 (the unit of measurement was not provided). The reagent lot number is 54718001 with an expiration date of 31-aug-2022.